Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -14.00/+2.0/095, into the patients right eye (od) on (B)(6) 2022. The lens was reported as having a low vault and remained implanted. This was the replacement lens for MFR. Report # 2023826-2022-01481. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5: at the post-op visit on (B)(6) 2022, the problem of low vault had resolved and the problem was resolved. The eye was normal. Claim # (B)(4).